Event description:
It was reported that while the ventilator was connected to a pt, it generated a peep (positive end expiratory pressure) high alarm. The pt was unable to exhale. The pt was suctioned, bagged and another ventilator was used. (B)(4).

Manufacturer narrative:
Reference exemption #: (B)(4).